Event description:
The customer contact reported that the pump was returned to the central supply department with an unsigned note that stated, "secondary infusing the wrong volume." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There was no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.